Event description:
It was reported that during an implant procedure, there was issues in tightening the set screw. A hexwrench was used to tighten the set screw. The device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).